Manufacturer narrative:
Correction has provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a faulty lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and damage was observed to the iol. A piece of the optic and one haptic returned in lens case. Solution is dried on both pieces. The returned haptic is missing the haptic tip. The returned optic piece is scratched/marked rejectable. The root cause for the reported complaint could not be determined. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Due to the lack of information, we are unable to verify if the product contributed to the event. Damage was observed to the returned iol. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).